Manufacturer narrative:
Concomitant medical products: patient medications include atenolol, niterex, xalatan, levothyroxine, procardia xl, dyazide, and tylenol. Results pending completion of manufacturing evaluation.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.

Event description:
On (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprostheses (rlt231416/13075872, pxc141200/12294155, and pxl161407/12747241) as part of an endovascular aortic repair. During the procedure, all three excluder® components were implanted as planned. An angiographic run reportedly revealed a proximal type I endoleak. According to the report, the patient¿s anatomy was extremely tortuous, including a highly angulated proximal neck (degree of angulation unknown). The physician ballooned the proximal portion of the graft with a q50® plus stent graft balloon (q50-65p/s14b001063) in an attempt to gain better wall apposition. However, a subsequent angiograph reportedly reveled an ¿enhancement¿ of the type I endoleak, and the patient¿s blood pressure began to slowly decrease. The ¿enhancement¿ of the endoleak was reportedly attributed to over-inflation of the balloon. The physician decided to convert to an open procedure, whereby the excluder® components were removed and the vasculature was surgically repaired. The patient tolerated the procedure.